Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-feb-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 3 mg/ml at 0.4 mg/day via an implantable pump. It was reported that the patient's symptoms returned. No environmental/external/patient factors may have led or contributed to the issue. It appeared that a catheter access port (cap) procedure was done (B)(6) 2025 and was successful. But, since that procedure, patient was insistent upon replacing the catheter. The patient stated he did not think that pump was working as it was not providing good pain relief, despite having dosage increases and using his personal therapy manager (ptm). Physician and patient opted to replace catheter. The issue was resolved at the time of this report.